Manufacturer narrative:
Product analysis #(B)(4) :in relation to the reported event, device cac205140 did not pass visual inspection as a result of a damaged output cable. Adapter passed all tests without any observed anomalies. The reported event was visually confirmedif information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed functional testing, as it was able to adequately provide power to a test controller. However, visual examination revealed damage to the output cable. As a result, the reported event was visually confirmed. The most likely root cause of the damaged controller ac adapter output cable can be attributed to a tear on the output cable due to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was home when they noted that the wires had frayed on the adapter. It was stated that the patient went to the hospital and the controller ac adapter had a damaged cable and it was exchanged. It was also stated that there were no patient symptoms or complications associated with this event. It was further stated that the device would be returned to the manufacturer. No further patient complications have been reported as a result of this event.